Manufacturer narrative:
UDI number: (B)(4). The screw was not returned for evaluation so no results are available and the cause cannot be determined. A review of the DHR did not find any manufacturing issues which may have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of a pedicle screw broke during provisional tightening of the rod and set screw within surgery. The screw was removed and replaced with an alternative screw to complete the procedure without reported patient impacts.